Manufacturer narrative:
The service tech confirmed the event and determined the device overheated due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported that the product was hot to the touch and running at a high rpm. The customer was able to complete the procedure with that unit. There was no medical intervention required and no delay in the procedure.